Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having issues with her infusion sites and being hospitalized with diabetic ketoacidosis. Customer's blood glucose level at the time of incident was 357 mg/dl. Customer indicated that the cannula was bent. Troubleshooting found that the pump passed the hemostate test. Customer was advised to change out entire set and treat per their doctors instruction. The customer was also advised to follow up with their doctor. No further details given.